Manufacturer narrative:
Investigation results: visual inspection on the jaw boots showed no non-conformities. There was no indentation of the cutter wire from the tri-heater assembly present on cold jaw boot. This is indicative of limited applied energy from the cutter wire during clinical use. Mechanical and electrical functional testing was conducted and the device meets specifications. A pre-cautery test using a reference hemopro dc extension cable and hemopro power supply was conducted and no non-conformities were found. The reported complaint could not be reproduced. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that in the middle of a saphenous vein harvest procedure, the hemopro device stopped cutting/sealing the vein. The hospital replaced the hemorpo device, connected to the same dc extension cable and successfully completed the case. The hospital did not report any patient complications.